Event description:
Stabbed in the nose - skin [skin injury], (stabbed in the nose) drawing blood - skin [skin haemorrhage], brush heads...keep coming off and detaching - oral-b [device breakage], non p&g product - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads kept coming off and detaching while they were brushing with a braun oral-b toothbrush. This morning they stabbed themselves in the nose, drawing blood. No serious injury was reported. 16-jul-2024 case update from information initially received on 17-jun-2024: the suspect product was oral-b power oral care refills dual action eb417 brush set. No serious injury was reported. 16-jul-2024 case update: the concomitant product lot was 3db14841333. No serious injury was reported. 14-aug-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
14-aug-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Stabbed in the nose - skin [skin injury]. (Stabbed in the nose) drawing blood - skin [skin haemorrhage]. Brush heads...keep coming off and detaching - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads kept coming off and detaching while they were brushing with a braun oral-b toothbrush. This morning they stabbed themselves in the nose, drawing blood. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.